Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient's friend regarding the patient was having problems with her stimulator. Did not provide any details, and would not stay on the line to connect. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding more information on the reported issues. Follow up will be submitted if additional information is received.